Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked at the needle tube junction during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, at 11:37 am, the closed intravenous indwelling needle was used to perform intravenous puncture successfully, and the disposable pouch infusion device was connected with the needle for treatment. During the fluid infusion, the nurse on duty found that the y type hose base of the closed intravenous indwelling needle was leaking at the junction with the needle tube."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0231222. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked at the needle tube junction during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, at 11:37 am, the closed intravenous indwelling needle was used to perform intravenous puncture successfully, and the disposable pouch infusion device was connected with the needle for treatment. During the fluid infusion, the nurse on duty found that the y type hose base of the closed intravenous indwelling needle was leaking at the junction with the needle tube."